Event description:
A customer complaint was received (B)(4), where customer reported testing a batch of samples and more than 90 percent of the samples tested positive. Samples were re-tested, for a total of 3 times (twice, with same shipment and once with a new shipment of donorscreen-hla assay, lot 300773a). All three tests gave the same result, or more than 90 percent samples tested positive.

Manufacturer narrative:
Na.